Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('heavy abnormal bleeding') and lymphadenopathy ('autoimmune disorder- type of disorder : lymphadenopathy') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included attention deficit disorder and ovarian cyst. Previously administered products included for an unreported indication: mirena and yasmin. Concomitant products included duloxetine, gabapentin and lisdexamfetamine mesilate (vyvanse). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In 2014, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced lymphadenopathy (seriousness criterion medically significant), 4 years 11 months after insertion of essure. In (B)(6) 2016, the patient experienced subcutaneous abscess ("rashes or skin conditions type: skin abscess") and skin lesion ("rashes or skin conditions type: body lesions"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), rash ("rashes or skin conditions type: rashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), hypoaesthesia ("neurological condit/problem/ numbness"), ovarian cyst ("ovarian cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"), attention deficit/hyperactivity disorder ("psychological or psychiatric problems condition: add"), depression ("psychological or psychiatric problems condition: depression"), inflammation ("inflammatory disorder"), paraesthesia ("neurological condit/problem/ tingling"), muscle spasms ("neurological condit/problem/ spasms") and pain ("body pain"). The patient was treated with surgery (hysterectomy (partial); salpingectomy (bilateral); oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, rash, blood disorder, cardiac disorder, cystitis, vaginal infection, vulvovaginal mycotic infection, depression, fibromyalgia, inflammation, subcutaneous abscess, skin lesion, paraesthesia, muscle spasms and lymphadenopathy outcome was unknown, the alopecia, dysmenorrhoea, hypoaesthesia, weight increased, fatigue and ovarian cyst had resolved and the vaginal haemorrhage, menorrhagia, attention deficit/hyperactivity disorder and pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, attention deficit/hyperactivity disorder, blood disorder, cardiac disorder, cystitis, depression, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, hypoaesthesia, inflammation, lymphadenopathy, menorrhagia, muscle spasms, ovarian cyst, pain, paraesthesia, pelvic pain, rash, skin lesion, subcutaneous abscess, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2010. Current weight (B)(6) lbs. The plaintiff received treatment for dysmenorrhea (cramping), nervous system disorder, weight increased, fatigue, ovarian cyst , alopecia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - on an unknown date: essure confirmation test done. Result not provided. Imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) bilateral occlusion/ tubes were blocked. Most recent follow-up information incorporated above includes: on 18-sep-2019: follow up 3 and 4 processed together. Plaintiff fact sheet received : incident category updated. Removal date added. Events added- dysmenorrhoea, blood disorder, cardiac disorder, cystitis, vaginal infection, weight increased, fatigue, ovarian cyst. Lab data added. On 19-sep-2019: follow up 3 and 4 processed together. Plaintiff fact sheet received : events added- vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, attention deficit/hyperactivity disorder, depression, fibromyalgia, skin lesion, subcutaneous abscess, muscle spasms, paraesthesia, hypoaesthesia, pain. Event ¿autoimmune disorder¿ was replaced with events ¿inflammation¿ and ¿lymphadenopathy. Concomitant and historical products added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.